Manufacturer narrative:
No product returned to alphatec for evaluation. A review of the device history records was unable to be performed as the part and lot information of the products involved in the event was not provided. A definitive root cause was unable to be determined with the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
A patient underwent a 3-level anterior cervical discectomy and fusion procedure at an unknown date. The healthcare provider reported via the manufacturer representative that a revision surgery was performed in (B)(6) 2022 for subsidence of the plate causing screws to pushout of plate. The hardware was removed, and the construct was extended to 4-levels. No additional information was provided. This is 1 of 2 reports being submitted.